Event description:
It was reported that bd syringe 1ml ll contained foreign matter. We would like to file a product complaint for dull 1 ml syringes. Date of the event: 04/03/2026 how many items were affected per lot? 1 is the product available to be returned for investigation? No, controlled substance. How many items are available to return? 0. Our integradose reference number is: (B)(4). On 04/03/2026, during production using the 1ml syringes, pn 309701, technicians observed a particle inside final product syringes during visual inspection. The syringes were from lot # 6037799. These syringes are used by integradose for delivery of the controlled substance hydromorphone, so we are unable to provide these syringes to you. Please see the attached picture of the particle. Staff has identified this particle as ¿a piece of cardboard, is in solution not embedded in plastic.¿ particles in these syringes are new to integradose. The lots used in production include the following. Lot # 6037799 exp # 2031-01-31 used in production 990 previously filed. The medication in fluid at the time of the event was hydromorphone hcl there was no delay of or change in the course of treatment as this syringe had not been specifically prescribed to a patient at this point.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.